Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 469 mg/dl. Customer stated that customer took a shower when he noticed that his sensor was no longer working he checked his blood glucose and noticed that it was high. Customer reported insulin pump system has been in use within 48 hours of reported high blood glucose event. No information about auto mode was given. The insulin pump will not be returned for analysis.